Event description:
Pt was revised because she dislocated, pulling cup and screws.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds only one other report, unrelated to dislocation, involving any other patient, against the provided product and lot codes since their release for distribution. The device history records were reviewed and no related deviations or anomalies were identified. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.